Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose level was 515 mg/dl. Customer was treated with bolus. Customer stated insulin pump reprogram alarm and they were able to successfully clear the alarm, rewound insulin pump, primed it and checked all settings and status screen and insulin pump is now working. The device will not be returned for analysis.